Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60w reload was returned unfired and with the pan damaged at proximal end. Upon further inspection, it was noted that the one piece sled was missing, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staple drivers are present prior to shipment. Although no conclusion could be reached on what caused the one piece sled to fall, in addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the first firing with the white reload. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.